Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and post procedural haemorrhage ("spotting about 3 months post op") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psoriasis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), abdominal distension ("persistent bloating"), post procedural inflammation ("chronic inflammation"), pain in extremity ("pain going down the tops of my legs/thighs to the knee, sometimes down to the feet"), arthralgia ("joint pains"), autoimmune disorder ("autoimmune wareup she have been having") and hormone level abnormal ("post menopausal hormone levels"). The patient was treated with surgery (hysterectomy (both ovaries were kept)). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the post procedural haemorrhage had resolved, the abdominal distension had not resolved and the post procedural inflammation, pain in extremity, arthralgia, autoimmune disorder and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, arthralgia, autoimmune disorder, hormone level abnormal, pain in extremity, pelvic pain, post procedural haemorrhage and post procedural inflammation to be related to essure. The reporter commented: the consumer stated her chronic health conditions haven't gotten better after surgery. Further company follow-up with the lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.